Manufacturer narrative:
Section b2 - the selection for life-threatening has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that none of the pockets in auxiliary 2.1 were detected on the bus due to the faulty row board cables. A field service engineer resolved the issue by reseating the row board cables for drawer 2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the two whole drawers were disconnected. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.